Manufacturer narrative:
The reported event of backup operation (bvvi) was confirmed. Visual examination revealed burn marks on the device's can from exposure to electrosurgical cautery. The user's manual indicated that electrosurgical cautery can inhibit the pulse generator operation. The device was received in bvvi due to exposure to electrocautery. Analysis performed after reloading the product code indicated that the device exhibited normal device characteristics with no anomalies. The battery voltage is still normal and above elective replacement indicator (eri). A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a box change procedure, the patient experienced a loss of pacing from the device after using electrocautery. Furthermore, the device was observed to be in back-up mode (bvvi) as a result of the electrocautery. The device was explanted and replaced to resolve the event. The patient was stable following the procedure.